Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The operating system is unknown so the product information provided (model #) and (PMA/510(k)) # is for ios. The device manufacturing date is unknown. The date entered in (device manufacture date) is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the use of adc application with phone (phone model: unknown; os: unknown). Due to this, customer indicated they experienced a loss of consciousness and was seen by a healthcare professional who admininstered unspecified injection for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 30-nov-22. Medical event associated with this complaint case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the use of adc application with phone (phone model: unknown; os: unknown). Due to this, customer indicated they experienced a loss of consciousness and was seen by a healthcare professional who administered unspecified injection for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.